Manufacturer narrative:
Manufacturer's investigation conclusion: the patient underwent a heart transplant on (B)(6) 2024. Upon return, evaluation of left ventricular assist system (lvas), serial number (B)(6), revealed an extrinsic outflow graft obstruction and discoloration of the pump cable inline connector bend relief. (B)(6) was returned assembled with the pump cable severed approximately 9.5¿ from the pump body. The distal section of the pump cable was returned measuring approximately 14¿. The pump cable inline connector bend relief had a dark brown discoloration. The modular cable was not returned. A portion of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. A non-abbott external wrap was observed fixed to the proximal side of the outflow graft bend relief and covered a portion of where the bend relief was engaged to the pump cover outlet port. The apical cuff was returned secured with the cuff lock engaged. Examination of the sealed outflow graft revealed a buildup of tissue between the outflow graft and outflow graft bend relief with a longitudinal crease in the graft. The accumulation of tissue on the exterior of the graft followed the geometry of the crease and filled in the space between the graft and bend relief, indicating that the crease was present during support. These findings are consistent with extrinsic outflow graft obstruction; however, there was no evidence of developed depositions or thrombus formation within the graft that would have indicated a flow issue during support. Upon disassembly of the returned pump body, examination of the blood-contacting surfaces revealed a biological lining along the proximal edge of the inlet tube; however, there were no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 lvas patient handbook rev. D, are currently available. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Additionally, section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 also cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This section further cautions: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the lvad to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled ¿what not to do: driveline and cables¿. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. In the patient handbook, section 4, ¿living with the heartmate 3¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact immediately if they find signs of driveline damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon investigation of the returned heartmate 3 left ventricular assist device, an extrinsic outflow graft obstruction and discoloration of the pump cable inline connector bend relief were discovered. The event date was estimated.

Manufacturer narrative:
Section b3: the event date was estimated.